Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery gauge was fluctuating. Customer¿s blood glucose value was between 120-150 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.